Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with a vcare small (32mm) cup # 60-6085-200a, lot 202002241 experienced by (B)(6) hospital on (B)(6) 2020. It was reported that during use by the doctor, upon removal from the vagina, the blue piece and green "acorn" fell off and did not stay on the manipulator. Both pieces were removed manually. It is noted there was no impact or injury to the patient. Additional information has been requested but none received at date of filing. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence for the breakage of the device.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint was confirmed. Conmed received one 60-6085-200a in opened original packaging. The lot number was verified. A visual inspection was performed, the device was received disassembled but components appeared to be intact.. Performed a functional inspection and measurements were taken. The blue vaginal cone measured in spec at .195". The green cervical cup measured within spec at .205". Although the returned device exhibited the reported claim, a root cause can not be identified at this time. The manufacturing documents from the device history record (DHR) have been reviewed and found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding. This issue will continue to be monitored through the complaint system to assure patient safety.